Event description:
Patient presented back to the physician with continued swelling at the neck incision site. Physician suspected the swelling could likely be due to the inspire procedure. The patient showed improvement and will continue with lymphedema therapy for treatment.

Event description:
Patient presented back to the physician with continued neck swelling and ear pain. Physician prescribed pain medication.

Event description:
Patient presented to the physician with redness and swelling at the neck incision site that was hot to the touch and with pain radiating to the ear. Physician prescribed antibiotics. Patient presented back to the physician with continued swelling at the neck incision site. Physician prescribed another round of antibiotics and referred the patient to a lymphedema therapist.